Manufacturer narrative:
Additional information: on 1/7/2020, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedured. Reason for device explant and/or reoperation: autoimmune disorder and malignant neoplasm. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 375cc breast implants and experienced thyroid cancer and autoimmune disorder post-operational. Patient symptoms included arthritis and colitis. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.